Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted in the duodenum, procedure performed on (B)(6) 2025. During the procedure, after releasing the stent, the delivery device failed to detach. Pulling on it caused a break in the working channel. The proximal part was removed, while the distal portion remained in the duodenum, still attached to the stent. The detached catheter was removed using forceps, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.